Event description:
It was reported that ongoing, intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by administering a correction bolus via the pump and a correction injection via manual insulin therapy. The customer changed the infusion set and cartridge and resumed insulin delivery. There was no requirement for third-party assistance. Ultimately, the customer reverted to an alternate method of insulin therapy.